Event description:
Meter name: one touch basic. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: blurred vision. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 124mg/dl. The results on the doctor's meter was 256mg/dl. The time difference between patient's meter and doctor's meter was 2 hours. Treatment was unknown. Customer was hospitalized. No further information has been reported.